Manufacturer narrative:
No information has been provided to date. A device history record (DHR) review was conducted at the supplier site. A product sample was received for evaluation at the supplier site. Visual and functional testing were performed by the supplier. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that during pre-use check, customer observed damage to product. No patient injury was reported.